Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) error message and emitted beeping tones. This device data was sent for engineering analysis and the battery appeared to be depleting normally. The bd error message was caused by an extended magnet application, and the battery has been recovering since. This is an expected device operation. The device will continue to emit beeping tones until is interrogated by a programmer. This s-ICD remains in service and no adverse patient effects were reported.